Manufacturer narrative:
(B)(4). Analysis of the returned device shows that no pre-existing default was found on the returned instrument which can be responsible of the event. The leg bending and the deformed edges of inner sleeve suggest that the rod is pinched between the sleeve and the extender during the rod reduction maneuvers, resulting in lateral load against the inner sleeve. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, the inner sleeve detached from the screw. No patient complications were reported.